Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported treatment for high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached over 520 mg/dl while wearing the pod for longer than 48 hours. The patient reports having nausea. The patient reports their pod had expired and they administered manual shots of insulin. The patient was taken to urgent care. Once at urgent care the patient was treated with intravenous fluids and intravenous insulin. The patient was at urgent care for an hour and 50 minutes. The patient reports after treatment their blood glucose level was 117 mg/dl.